Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during the initial drain. Troubleshooting revealed that the home patient (hp) initiated therapy prior to connecting to the machine. The hp then proceeded to connect to the hc. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on completing therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed, however, a known cause of this alarm is not connecting prior to beginning therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.